Event description:
The catheter was found broken while indwelling. The unit was inadvertently discarded by hospital staff. The hospital has no other info regarding this incident.

Manufacturer narrative:
Conclusions: a root cause analysis could not be performed as the sample was not received for analysis. The device history could not be reviewed as a lot number for this incident was not provided. The user is advised to never use force while flushing the catheter and to avoid the use of forceps or other sharp instruments around the catheter as this can cause damage to the catheter. Date submitted: 16 may 2007.